Event description:
It was reported that the patient sought medical attention on (b)(6) 2026 due to hyeperglycemia. The patient's blood glucose levels reached 360 mg/dL while wearing the Pod beteween 49 and 71 hours. The patient reported that the Pod's adhesive was coming loose from the infusion site (leg). Symptoms reported inlcude elevated ketones (reported as 0.4), and tiredness. The patient sought medical attention at Diabetes Klinik GmbH & Co. KG. Treatment included a Pod change and administration of additional insulin. The patient remained under periodic clinical monitoring, and it took several hours for blood glucose levels to return to normal. The patient indicated that a diagnosis of ketones was made. The patient was discharged the same day, on (b)(6) 2026.

Manufacturer narrative:
According to the complainant, the device will not be available for investigation. Therefore, no investigation can be completed and Insulet considers this investigation closed. Based on the available information, we are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria.Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Dexcom G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.